Manufacturer narrative:
This follow up report is being submitted to relay additional information. Implant date: a date in 2013.

Event description:
It was reported that a patient underwent an initial total hip. Subsequently, the patient developed pain that radiated down to ankle, increased fluid, corrosion, infection, and elevated metal ion levels. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was unable to be confirmed. Device history record (DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implanted unknown date in 2013. Concomitant medical products: 636000049, converge hemispherical porous shell, 62263345, 437732049, durasul hooded insert, 62349497, 00801803202, femoral head, 62332074. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05770, 0001822565 - 2017 - 05771, 0002648920 - 2017 - 00512.

Event description:
It was reported that patient underwent total hip arthroplasty and is currently experiencing pain. She has fluid and corrosion and needs a revision. Attempts have been made and additional information on the reported event is unavailable at this time.